Event description:
It was reported that the renasys go device presented a failure to charge the battery (B)(4) and overheating (B)(4). It is unknown if the event happened during treatment or upon inspection.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this occurred without a patient been involved, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.